Manufacturer narrative:
Evaluation summary: all available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. The reported difficult to remove from the anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the griper actuation issue and difficulty removing the device from the anatomy. It should be noted that the mitraclip instructions for use states under the intended use section that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The off-label use did not likely contribute to the reported issues. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip caught on the leaflet and the gripper activation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4 and tricuspid regurgitation with a grade of 4. One clip was implanted on the mitral valve, reducing the mr to 1-2. Two clips were implanted on the tricuspid valve. A third clip delivery system (cds) was advanced to the tricuspid valve; however, the clip became caught subvalvular. It appeared that one leaflet was hung up on the tip of the gripper arm. Several attempts were made to free the clip which were eventually successful. No leaflet damage was noted. While the clip was in the right ventricle, the grippers were tested again and it was not possible to raise or lower the grippers. The third clip was not implanted and the procedure was discontinued. Two clips were implanted on the tricuspid valve, reducing tr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.